Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified slight foreign material around the threads and slight damage around the collar possibly due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper (cal4063 cal due: nov 20, 2019) and verified to match DHR specifications per dwg no. Pdtsvtwb10 rev b. No pre-existing conditions were noted on the per. The reported device was located on tooth # 4 and was used for approximately 4 years, 4 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (62975925). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62975925) for similar event for bone loss and no other complaint was identified. However, for similar event for infection one other relevant complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection and bone loss) and device (tsvtwb10) . Based on the available information, device malfunction has not occurred and the reported events were non-verifiable. A definitive root cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Peri implantitis and pocket formation (deep at distal) is reported in tooth site #14. The implant tsvtwb10 was removed.